Event description:
During a pci procedure, the maverick monorail balloon ruptured at 6 atms. (The number of inflations is unknown). The lesion being treated was a calcified, 100% stenotic lesion in the right pda. A launcher jr4 guide catheter and a miracle 3g guide wire were also used in the procedure.